Event description:
It was reported that the lead will be replaced due to intermittent oversensing associated with body movements. No patient complications have been reported as a result of this event.